Event description:
It was reported that the couch had an unexpected descent of ~7.6 cm with a patient on the table during an unload command. No burn marks on the breaking resistor board (brb) were noted. No injury to patient or medical staff noted.